Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ pain lower abdomen') in a 34-year-old female patient who had essure (batch no. 629142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plantiff did not undergo essure confirmation test". The patient's medical history included overweight (bmi- 29.879), anemia, chest pain, endometrial ablation and gerd. Concurrent conditions included menorrhagia and libido decreased. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 1 month 12 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced night sweats ("hormonal changes describe: night sweats/ hormonal changes"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("chronic,dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) (B)(6) 2011). Essure treatment was not changed. At the time of the report, the abdominal pain lower, night sweats, urinary tract infection, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- 2008, (B)(6) 2009, (B)(6) 2008. Current weight 181 lbs. No of coils: right: 4; left: 4. The plantiff received treatment for dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received : events added- dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, vaginal infection, fatigue, headache, weight increased. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ pain lower abdomen') in a (B)(6) year old female patient who had essure (batch no. 629142) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included overweight (bmi- 29.879), anemia, chest pain, endometrial ablation and gerd. Concurrent conditions included menorrhagia and libido decreased. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 1 month 12 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) (B)(6) 2011). Essure treatment was not changed. At the time of the report, the abdominal pain lower, night sweats, urinary tract infection, migraine and nausea outcome was unknown. The reporter considered abdominal pain lower, migraine, nausea, night sweats and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in insertion date- 2008, (B)(6) 2009 current weight (B)(6). No of coils: right: 4; left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- night sweats, urinary tract infection, migraine, nausea, abdominal pain lower, headache, device monitoring procedure not performed. Severity of abdominal pain lower added. Medical history and concomitant conditions added. Reporter information, patient details , product indication updated. Insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.